Event description:
It was reported that the fully implanted preloaded toric intraocular lens (iol) had an approximately 40 degree toric rotation in the left eye due to retinal swelling. The surgeon plans to leave it alone due to patient risk. The issue was not due to a malfunction or defect of the lens. No medical or surgical intervention was required and no interventions are planned. There was no patient injury. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this po number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.